Event description:
Versajet was used for case for wound debridement. The handpiece was plugged into machine and saline irrigation was spiked. The handpiece was not debriding the wound as normal, even at the highest setting of 10. A new handpiece was opened to try to resolve the issue, but the same result occurred. Lot# 51102797 for both handpieces.